Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02730.

Event description:
It was reported the threaded tip of the insertion handle cross-threaded with the polar hole of the acetabular shell, and they were unable to unthread it after impaction. They ended up using a different impaction handle (the modular version) and used a second implant. No additional information.

Manufacturer narrative:
Complaint sample was evaluated. And the reported event was confirmed. Visual examination of the returned product, identified the device were returned separated. There was no visible damage to the shell or the threads of the shell. The inserter showed impact marks on the strike plate. And there was some damage to the threads. Device history record (DHR) was reviewed. And no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.